Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became dizzy and fell. Device information received and reviewed indicated potential atrial undersensing noted on some episodes. The cardiac resynchronization therapy pacemaker (crt-p) may be in and out of atrial tachycardia/atrial fibrillation (af) collection with mode switch at times. It was also reported that there were ventricular undersensed beats noted on some episodes. The atrial lead and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.